Event description:
It was reported that difficulty is encountered in removing the drainage catheter. The operator is cutting the catheter to release the pig-tail; however, the drain is not releasing and the suture has remained inside the patient on "one or two" occasions. Additional information regarding this event has been requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.